Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported being admitted 5 days after implant due to "complications" and a "huge hematoma." The device was replaced. Follow-up attempts for additional information were unsuccessful. No further patient complications were reported as a result of this event.